Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of noise that were interpreted as tachycardia events by the cardiac monitor. The patient collapsed during one of these noise episodes; however, the collapse was unrelated to the device performance. The patient went to the clinic for a scheduled follow-up and is stable and being monitored. Further information was requested but was not available.